Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that while using laparoscopic cautery hook during a procedure the protective sheath around the base of the hook began to melt.